Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample tested on a cobas 8000 cobas c 701 module. The reporter stated that they have been obtaining discrepant glucose results. The initial result was not reported outside of the laboratory. The reporter deemed that the initial result as unconducive to human life which prompted a rerun of the sample. The reporter was able to provide one example of a discrepant result: the initial result was 12 mg/dl. The repeat result was 92 mg/dl. The repeat result was deemed correct. The repeat result was also confirmed by point of care - bedside fingerstick testing. The reagent lot number is 56374601 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The calibration trace did not indicate an issue. A general reagent problem can be excluded. The qc was noted to be not within 2 sd. However, the specific time of the qc results was not provided. The alarm trace indicated abnormal aspiration alarms. The field service engineer (fse) noted that the cell wash tubing was kinked. He then replaced this tubing. The fse verified the analyzer's performance with precision tests which gave acceptable results. The customer performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.